Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
In (B)(4) 2012, cmf customized implant, lot k08258lo11apr (part number (B)(4)) was manufactured and shipped to the customer. On (B)(6) 2013, cmf sales representative, (B)(6), notified the stryker cmf customized implants team that this kit was not implanted yet, and the sterility expiration date past. Therefore the customer requested that case (B)(4) be remade. The kit was remade under lot ID k08258d in (B)(4) 2013, and shipped to the customer on (B)(4) 2013. On (B)(6) 2013 it was reported by cmf sales representative, (B)(6), to cmf marketing associate, (B)(4), that the incorrect information was relayed to the design and manufacturing team in (B)(4), and therefore, the incorrect kit was remade. The patient was in the operating room when the discrepancy was discovered, and the case was completed with "liquid pmma" instead of the cmf customized implant.

Event description:
In (B)(6) 2012 (B)(4) customized implant lot k08258lo11apr (part number 5444-0-300) was manufactured and shipped to the customer. On (B)(6) 2013, (B)(4) sales representative, (B)(6), notified the stryker (B)(4) customized implants team that this kit was not implanted yet, and the sterility expiration date past. Therefore the customer requested that case (B)(4) be remade. The kit was remade under lot ID k08258d in (B)(6) 2013, and shipped to the customer on (B)(4) 2013. On (B)(6) 2013 it was reported by (B)(4) sales representative, (B)(6), to (B)(4) marketing associate, (B)(4), that the incorrect information was relayed to the design and manufacturing team in (B)(4), and therefore the incorrect kit was remade. The patient was in the operating room when the discrepancy was discovered, and the case was completed with "(B)(4)" instead of the (B)(4) customized implant.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event was confirmed. Root cause was determined to be an internal processing error.